Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Medtronic lead, implanted: unknown. (B)(4).

Event description:
It was reported that the patient's had computerized tomography angiography performed and thoracic displacement of the two leads was observed. The leads were replaced. No patient complications have been reported as a result of this event.